Event description:
It was reported that the vision stent separated in the proximal circumflex while it was being withdrawn from the anatomy after it would not cross the lesion. A maverick balloon was used to deploy the separated stent in the vessel proximal to the intended site of implantation.